Event description:
Facility reported that pump was using too many batteries; 3 per day. They thought the unit ran well and did what it was supposed to but it would drain batteries in less than a day and shut off. I replaced unit. No injury alleged. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).